Event description:
It was reported that a pump was programmed to deliver chemotherapy over 24 hours, however, the entire medication was infused in 8 hours (medication, programmed amount and delivery rate unk). No pt injury was reported. The customer stated that the device was tested at a rate of 200ml/hr for 80ml and performed as expected.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The evaluation could not confirm an over infusion. A flow rate test was performed per the spectrum preventive maintenance procedure and the device was found to deliver within specification. An additional flow rate test was performed using the event infusion parameters found int eh history lot (for a period of one hour) with the unit passing.